Event description:
It was reported that a fox sv percutaneous transluminal angioplasty (pta) balloon catheter was to be used in the tibial artery. Before the fox sv was inserted into the artery, a sheath was placed in the femoral artery. Using an antegrade approach, a 0.018 guide wire was advanced through the sheath into the moderately calcified anterior tibial artery. The fox sv balloon catheter was placed over the wire and through the lesion. When an attempt was made to inflate the balloon, it would not inflate. The fox sv balloon catheter was removed and another balloon was used. There was no adverse patient effect and no medication was administered due to the device issue. There was not a significant clinical delay in the procedure due to the device issue. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.